Event description:
Apparent product failure resulting in patient receiving 21.9 percent below prescribed dose of sir-spheres y-90. A large amount of activity in the tubing used to administer the dose from the v-vial to the patient's micro-catheter was found. Upon inspection of the product there was a visible collection of air-spheres at the 3 way hub, suggesting some narrowing that caused the accumulation. The lines have been flushed per manufacturer recommendations and representative for sirtex who was present stated he "had never seen this happen before". This was done as an outpatient. Pt will be evaluated as an outpatient as to whether she will need another administration. Sir-spheres treatment for neuroendocrine carcinoma.